Manufacturer narrative:
Device was received with normal operating currents and passed self-test and displacement test. No unexpected low battery, weak battery , battery out limit, failed battery test alarms noted during testing. However, device alarmed unexpected restart after battery change and resets time or date due to c13 voltage leak at interface board. Device had cracked lcd window, cracked case at display window corners, broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had lost settings and crack around right top screen and reservoir casing is chipped. The insulin pump will be returned for analysis.